Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse was unable to reproduce malfunction, however fse replaced the on/off switch as there may have been a bad contact occasionally. Functional and safety check were performed and unit was released for clinical use. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suddenly stopped after 2 hours, a black screen appeared and the iabp stopped pumping. After turning it off and back on it worked fine again. The device was connected to the main power. Patient therapy was delayed for only a couple of minutes, since after turning unit off and on again therapy was able to be resumed. There was no known harm or injury to patient and no adverse event was reported.